Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient's left hip was revised due to periprosthetic fracture. The stem and head were removed and the cup, liner and screws remained implanted. The femur was cabled and new implants were put in.

Event description:
It was reported that the patient's left hip was revised due to periprosthetic fracture. The stem and head were removed and the cup, liner and screws remained implanted. The femur was cabled and new implants were put in.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report.